Event description:
The customer reportedly obtained a blood glucose result that was in the high 400's (mg/dl) and a blood glucose result in the 100's (mg/dl) on the accu-chek advantage system. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.